Event description:
It was reported that right ventricular (rv) lead dislodged, and slack pulled out of the atrial lead was noticed and confirmed with a chest x-ray after the rv was not capturing and sensing atrial activity. Both leads were explanted and replaced. The patient was stable before, during, and after.